Manufacturer narrative:
Device evaluation: one level 1 hotline low flow system (hl-390) was returned for investigation in used condition. The customer reported product problem (a leak from the reservoir) was verified during testing. Over tightening of the screws on the tank likely caused a crack which produced the leaking. This damage to the device was attributed to the customer. This was established as the root cause. The damaged tank cover, along with the gasket were replaced. The device was then calibrated and tested after undergoing preventative maintenance. The device was subsequently determined to have passed all the functional tests.

Event description:
It was reported that the level 1 hotline low flow system (hl-390) was leaking from the bottom of the reservoir. No patient injury or complications were reported in relation to this event.

Manufacturer narrative:
Corrected data: event problem patient code added.